Event description:
This is a spontaneous case report received on 26-jul-2016 from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6). It refers to herself, who had essure inserted on (B)(6) 2015 for permanent sterilization. According to consumer, everything had been fine until (B)(6) 2015. She then developed one allergic reaction after another and stated that it started with urticaria on thighs. Allergic reactions got worse over days and she developed two allergic reactions the first weeks, then she developed an allergic reaction every other day the second week and finally every day. She developed two oedemas with swollen lips, swallowing difficulty and dizziness, and experienced loss of consciousness twice. Examinations (computed tomography, angiography, electroencephalography, blood sampling, allergy tests) were normal except allergy test to nickel which was positive. She was treated with antihistamines, which according to her was the only way to avoid the allergic episodes and oedema. The gynecologist who followed the consumer denied any relationship between events and essure. The consumer also reported feeling lonely, desperate and extremely worried and reported to have experienced these events for two months. Company causality comment: this case report was received via regulatory authority from a female consumer who started to experience allergic reactions approximately 6 months after essure (fallopian tube occlusion insert) insertion. Her symptoms included urticaria on thighs, oedemas with swollen lips and 2 episodes of loss of consciousness. These events are listed in essure's reference safety information, except for the reported loss of consciousness. The essure insert consists of a nitinol (nickel-titanium alloy) outer coil, a stainless steel inner coil wrapped in polyethylene terephthalate, platinum marker bands and a silver tin solder. Although the amount of nickel released from essure device is minimal, patients who are allergic to nickel may have an allergic reaction to this device, especially those with a previous history of metal allergies. Typical allergy symptoms, in these cases, can include urticaria, angioedema, facial edema and pruritus. In this case, the patient reported urticaria followed by angioedema symptoms starting in a positive temporal relationship with essure procedure. She underwent several tests with normal results, except for an allergy test which was positive to nickel. Although her gynecologist denied a relation between her symptoms and essure, a contributory role of the suspect device in the development of allergic reaction cannot be excluded as there is a positive temporal relationship between device insertion and events' onset and a known possibility of nickel allergy during essure use. This case was regarded as an incident, since medical intervention was required as events' treatment (consumer reported the requirement of several tests and chronic use of antihistamines). A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 25-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-aug-2016 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 176 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report was received via regulatory authority from a female consumer who started to experience allergic reactions approximately 6 months after essure (fallopian tube occlusion insert) insertion. Her symptoms included urticaria on thighs, oedemas with swollen lips and 2 episodes of loss of consciousness. These events are listed in essure's reference safety information, except for the reported loss of consciousness. The essure insert consists of a nitinol (nickel-titanium alloy) outer coil, a stainless steel inner coil wrapped in polyethylene terephthalate, platinum marker bands and a silver tin solder. Although the amount of nickel released from essure device is minimal, patients who are allergic to nickel may have an allergic reaction to this device, especially those with a previous history of metal allergies. Typical allergy symptoms, in these cases, can include urticaria, angioedema, facial edema and pruritus. In this case, the patient reported urticaria followed by angioedema symptoms starting in a positive temporal relationship with essure procedure. She underwent several tests with normal results, except for an allergy test which was positive to nickel. Although her gynecologist denied a relation between her symptoms and essure, a contributory role of the suspect device in the development of allergic reaction cannot be excluded as there is a positive temporal relationship between device insertion and events' onset and a known possibility of nickel allergy during essure use. This case was regarded as an incident, since medical intervention was required as events' treatment (consumer reported the requirement of several tests and chronic use of antihistamines). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.